Manufacturer narrative:
Device evaluation of monitor sn 07080758 has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/08/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 9/13/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor was unable to power on.